Manufacturer narrative:
It was reported that the device had damaged capsular bag. The device did not exhibit any anomalies. The interrogation results were normal, the visual screen was acceptable and the preliminary test results were acceptable.

Event description:
It was reported that the patient presented with pocket erosion. The entire system was removed. The patient is in recovering condition.